Event description:
An employee notified reporter following a procedure (as a pt) that used the cardiotronics r2 pad from ballard medical products. The employee had a reaction to the chemicals in the pad and received burns to shoulder and under left breast. The MFR was contacted by telephone on 01/12/2001 regarding a complaint on behalf of the pt. Co received notification of the incident on 01/11/2001. FDA was not notified at that time.